Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2007. In 2009, the pt was experiencing chest pain and was re-hospitalized. A diagnostic angiography was performed and revascularization took place the following month. Balloon angioplasty and a cutting balloon were used to treat the proximal lad. No procedural complications or pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - restenosis and angina, noted in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Restenosis, angina, and hospitalization are listed as no-fault post-procedure complications. Possibly the angina was a secondary effect of the restenosis, which required hospitalization and treatment with revascularization. A conclusive cause for the reported pt effects and the relationship to the products cannot be determined. The other xience v everolimus eluting coronary stent system is being filed under the same MFR number.